Event description:
Additional information was received that the atrial lead exhibited noise. The patient was stable.

Manufacturer narrative:
The reported event of ¿pacemaker lead malfunction¿ was confirmed. As received, a complete lead was returned in three pieces. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that the right ventricular and atrial leads exhibited an unspecified product performance issue. They were explanted and successfully replaced. No further information was provided.